Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was a defective temperature sensor, likely due to the aging of the device. The autopulse platform was manufactured in september 2014 and is 7 years old, has exceeded its expected service life of 5 years. During visual inspection, unrelated to the reported complaint, a cracked front enclosure was observed. This type of physical damage found during visual inspection is characteristic of user mishandling such as a drop. The front enclosure needs to be replaced to address the issue. Also, a faded unique device identifier (UDI) label was observed likely due to wear and tear. The UDI label needs to be replaced to address this issue. A review of the autopulse platform archive was performed, and it showed multiple ua41 (patient temperature sensor failure) advisory messages occurred; thus, confirming the reported complaint. During functional testing, the platform displayed ua41 advisory message upon powering up; thus, confirming the reported complaint. Investigation revealed the temperature sensor was defective. To remedy ua41 error, the temperature sensor needs to be replaced. Zoll is awaiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed a user advisory "(ua) 41" (patient temperature sensor failure) error message. No patient involvement.